Manufacturer narrative:
Findings: report was confirmed by evaluation. The footed portion of the attachment was cut by tool contact. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Event description:
Attachment foot cut by tool. Device returned for repair for unknown reason. Report escalated to complaint based on footed portion of attachment being cut. No patient impact reported. On follow up it was reported that the attachment was not used as the breakage was identified prior to use. It was confirmed there was no patient impact.